Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) the device was unable to charge energy and displayed an unknown error message. The clinical obtained another device and successfully discharged energy to the patient. Review of the device history log determined that the device displayed "defib fault 78" and "defib fault 79" messages. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The customer report was observed in the device activity log. The device's high voltage module was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.